Event description:
It was reported that bd nexiva¿ closed IV catheter system package was damaged and opened. The sterility was compromised. This occurred on 20 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR: the lot number was built / packaged on nfa line #1 from (B)(6)2018 thru (B)(6)2018 no quality notification were initiated during the build of this lot number. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans and all passed per specifications. Received 20 nexiva packages from lot number 8197833. All contents within were intact. Visual/microscopic evaluation: all packages received revealed a bad cut but the seal width was within specifications. 4 of the packages received had a partially open seal and the seal width was out of specification. 1 of the packages received disclosed the seal was out of specification but not compromised. Water-leak test: the test was performed on the unopen packages; no leakage occurred. Root cause: manufacturing (packaging): the bad cut observed on the packages received (which caused the bad and open seal) originated during the packing process most likely triggered by a miss alignment of the cut station versus the forming die. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system package was damaged and opened. The sterility was compromised. This occurred on 20 separate occasions. No serious injury or medical intervention was reported.